Event description:
It was further reported that the ra lead perforated the anterior wall of the atrium during lead placement leading to pericardial effusion and hemodynamic instability. The patient's death was not believed to be related to the rv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient presented to the electrophysiology lab for a dual chamber placement. A pacing lead was placed in an acceptable fluoroscopic location on the right ventricle (rv) septum and acceptable electrical measurements were obtained. This lead was sutured in place. The right atrial (ra) lead was inserted into the right atrium. The patient went asystolic and their blood pressure decreased. Pacing was started from the left bundle lead while the patient was stabilized. The patient's intrinsic rhythm returned and the blood pressure stabilized and the doctor returned to placing the atrial lead. The atrial lead was placed and acceptable electrical measurements were obtained. The physician was sewing down the atrial lead when the patient's hemodynamics crashed again. The patient's blood pressure dropped significantly. A pulse check was performed and despite rv pacing, the patient had no palpable pulse. Chest compressions began and a full code was performed. Pericardiocentesis was performed and blood was withdrawn from the pericardial sac. The patient was coded for approximately fifty minutes without regaining the patient's pulse or independent respiration. It was reported that the patient died. A pacemaker device was never opened. The patient's pocket was never closed.